Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
During routine dialysis treatment, 2 hours dialysis treatment running, arterial alarm started and clinician team immediately noticed that arterial extension was detached from his location without being manipulated. Blood loss was minimal with out any clinical consequences from the incident. After extension replacement dialysis treatment was completed and patient went home.

Manufacturer narrative:
The actual device was not returned for evaluation. Without sufficient information, or an evaluation of the device involved (sample was not returned), we are unable to determine the cause or factors that may have contributed to this event. Per the iso standard (B)(4) the extension to lumen joint has a force of break minimum of 3.37lbs. The average force of break for the sterile devices returned was 32.9 lbs, which far exceed the minimum requirements.